Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® k2 edta (k2e) plus blood collection tube was found with a chipped stopper. There was no exposure, serious injury or medical intervention reported.

Event description:
It was reported before use of the bd vacutainer venous blood collection tube k3 edta there was an issue with missing/misplaced labels, incorrect count, and foreign matter. It was stated ¿there are ongoing problems with the tubes. The labels had to be peeled and relabeled approximately 30% of the shelf packs. The last order also had cartons missing labels and 2 cartons missing a shelf pack. We also received a shelf pack with a rusty nail sticking out of the plastic wrap.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and defective stopper molding was observed. Based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.